Event description:
It was reported that during a laparoscopic lower anterior resection, the device would not release from the tissue. Another device was used to complete the case. There were no pt consequences reported.